Event description:
It was reported by the nurse that the customer was in the hospital. Customer's pump was not working for two days. Customer was admitted on (B)(6) 2014 and had gone two days without using the pump before being admitted to the hospital due to his diabetes. Nurse has tried to contact the customer but no one has answered. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.